Manufacturer narrative:
(B)(4). Batch # r58t82. Investigation summary: the analysis results showed that one gst60g cartridge reload was returned unfired, with 3 double drivers 1 single driver out of position, 7 double drivers and 5 single drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the scrub tech was having difficulty loading a staple reload into the stapler. The tech removed the cartridge and, upon observation, the cartridge was visibly damaged. The bottom metal half of the cartridge was bent at the proximal end and a few white staple drivers dislodged and fell onto the table. A second like cartridge was used with the same stapler to complete the procedure. There were no patient consequences reported.